Manufacturer narrative:
Meter and test strips involved in incident were returned and evaluated. Eight returned test strips failed blood testing, and all read lower than specification. Complaint confirmed. Retain test strips passed testing with no failures detected. Iscar 37 has been issued to have meter and test strips further investigated by manufacturer.

Event description:
Caller testing within half hour. Changes lancets every time. Stores meter in kitchen on table. Received 153 on ultima and 88 on prime and that was within a few minutes apart. Caller doesn't trust meter at all. Comparison is 42.484% variance and the was in zone b. Sending out rl to customer. She does not want prime meter again but is wondering if our company can send out ultima. I informed her that we deal with the prime, confirm and micro meters and not the ultima, but I can request and see, and if not have someone call her. Please call her if unable. Sent her rl.